Event description:
The vad coordinator reported the battery switches from one port to another. The battery was exchanged for another one with no effect on the patient.

Manufacturer narrative:
The pump remains implanted. It was reported that the battery will be returned; however it has not been received for evaluation as of the date of transmission of this report. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use include information on battery behavior and recommended practices for effective power management. Pump remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Analysis of the device revealed that the device met specifications; the battery passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed a premature power switching event on the reported event date. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching are most often attributed to a communication error between the controller and battery. Heartware has initiated an internal investigation to evaluate these types of issues. The most likely root cause is a communication error between the controller and battery. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.